Event description:
The customer reported to vyaire medical that the vela ventilator was showing a transducer fault alarm prior patient use. The customer confirmed that there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that the suspect device will not be returned for evaluation. Therefore, root cause has not been determined. However, an order for a part was placed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.